Manufacturer narrative:
(B)(4). It was reported to the customer the carefusion has not tested nor validated the concomitant device (hill-rom metaneb) and cannot quality how the suspect vela ventilator may respond with the two are paired. At this time, carefusion has not received the suspect device for evaluation.

Event description:
The customer reported while using the vela ventilator; the unit stopped ventilating. The customer reported the issue occurred during positive expiratory pressure therapy in conjunction with the hill-rom metaneb device. The issue occurred during patient use. The customer reported there is no patient consequence associated with the event as the respiratory therapist was at bedside.